Manufacturer narrative:
.

Event description:
It was reported that injuries were suffered due to implant of the mesh. See attached received allegation product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.